Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and blood in the inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, 5mm proximal of the distal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rated burst pressure (rbp). The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01676 and 2134265-2018-01677. It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. After ablation was performed using a 2.00mm rota burr, checking was performed using a non-bsc intravenous ultrasound catheter and it was noted that a previously implanted stent in the protruding part of the target lesion was deformed by the 2.00mm rota burr. A 10/3.00mm flextome¿ cutting balloon¿ was advanced for dilation. However, during the inflation at 16 atmospheres, the balloon ruptured. The device was simply removed from the patient. A 10/3.00mm flextome¿ cutting balloon¿ was advanced for dilation. However, during inflation at 6-8 atmospheres, the balloon ruptured. The device was simply removed from the patient. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was simply removed from the patient. A non-bsc drug coated balloon was then used to complete the procedure. The lesion was checked by intravenous ultrasound. No patient complications nor injuries were reported.